Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. As per the additional information, no anomalies were noted to the device prior to the procedure and the dfu (direction for use) was followed during the preparation of the device. A probable cause of anticipated procedural complication will be assigned to the reported patient stroke and patient neurological deficit (right sided weakness), as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labelling and/or risk documentation files.

Event description:
During the procedure, it was reported that the flow diverter was inserted into the catheter (subject device) to reach the target lesion, but the flow diverter could not be deployed due to the tortuosity in ica (internal carotid artery). So the device was removed but the device was prematurely deployed in the catheter during removal. Therefore, the physician retrieved both the flow diverter and catheter together. Then the second attempt was made with a new flow diverter and a new catheter, and it was successful. Post balloon angioplasty was performed with balloon catheter, and the patient woke up fine. However, the same day after the procedure, the patient experienced right sided weakness prior to discharge. Upon scan, it was determined that the patient had experienced multiple small strokes and was not doing well. Hence, the patient had to stay in the hospital for monitoring longer than anticipated due to symptoms. The patient is discharged now with some symptoms maintain. In the physician¿s opinion, the patient¿s post procedure complication was causally related to the vessel manipulation, and the vessel manipulation was due to the need for removal of the system (flow diverter and catheter) and advancement of a new system (flow diverter and catheter) into the anatomy. Post balloon angioplasty was also performed post deployment to help the device ¿open¿ for wall apposition.

Manufacturer narrative:
This is 3 of the 5 reports. The subject device is not available.

Event description:
During the procedure, it was reported that the flow diverter was inserted into the catheter (subject device) to reach the target lesion, but the flow diverter could not be deployed due to the tortuosity in ica (internal carotid artery). So the device was removed but the device was prematurely deployed in the catheter during removal. Therefore, the physician retrieved both the flow diverter and catheter together. Then the second attempt was made with a new flow diverter and a new catheter, and it was successful. Post balloon angioplasty was performed with balloon catheter, and the patient woke up fine. However, the same day after the procedure, the patient experienced right sided weakness prior to discharge. Upon scan, it was determined that the patient had experienced multiple small strokes and was not doing well. Hence, the patient had to stay in the hospital for monitoring longer than anticipated due to symptoms. The patient is discharged now with some symptoms maintain. In the physician¿s opinion, the patient¿s post procedure complication was causally related to the vessel manipulation, and the vessel manipulation was due to the need for removal of the system (flow diverter and catheter) and advancement of a new system (flow diverter and catheter) into the anatomy. Post balloon angioplasty was also performed post deployment to help the device ¿open¿ for wall apposition.